Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Visibility/ palpability : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture, pain and "changes in shape and density." Device has been explanted and replaced with non-abbvie device. This record relates to the right side.

Manufacturer narrative:
E1: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture. Pain and "changes in shape and density". Device has been explanted and replaced with non-abbvie device. This record relates to the right side.